Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the lh750 analytical station had clear fluid leaking from valve 65 (vl65). No injuries were reported and no erroneous patient results were generated. Service was not dispatched for this event. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer on how to replace the I-beam tubing near vl65. This resolved the issue and no further leaks were reported.